Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) fiber optic module was not projecting a signal with the fiber optic tester. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
On 11/23/2023 additional customer info received. Jd 11/27/2023 additional information: initial reporter-(B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had fiber-optic sensor module failure alarm. There was no patient involvement or adverse event reported. During preventative maintenance, geting field safety engineer (fse) found that the fiber optic module was not projecting a signal with my fiber optic tester. Fse replaced fiber optic assembly and fiber optic signal was now projecting according to manufacturer specifications.